Event description:
Procedure: cholecystectomy. According to the reporter: after two days post operation, the pt presents a jaundiced and ill appearance. Upon exam portal, there was venous air as well as air within the colon wall were discovered. The pt was transferred out to the (B)(6). A re-operation was performed in suspicion of a possible cystic duct stump leak. The abdomen was explored and a cystic duct stump was over-sewn as a precaution. An overt leak was not discovered. The pt has been released and recovered.

Manufacturer narrative:
(B)(4).